Event description:
I'm a (B)(6) male and had a right inguinal hernia repaired on (B)(6) 2011 by laparoscopic surgery using peritex hernia mesh. After an 8 week recovery, I returned to work and still felt pain and discomfort as before the surgery. The pain and discomfort continued and I notified the surgeon at my next follow up. He discussed it probably was scar tissue adhesion and should dissipate. The pain and discomfort was increasing and I decided to seek a second opinion. I was told by the second surgeon that the hernia reoccurred and I decided to have a second surgery to repair. This time an open hernia surgery was performed. At the end of my recovery from the second surgery I still felt uncomfortable. We waited a few more months to give the area time to recuperate before diagnosing further. After this time the pain was increasing and my ability to perform daily tasks was diminishing as the pain and discomfort increased. I stopped all activities, especially hard with a (B)(6) son. Upon further diagnosis and cat scan it was determined I had a seroma in my rt groin. This was said to possibly be the issue, as they could sometimes form after hernia surgery the doctor explained. I had a procedure to attempt to drain the seroma, but it was hardened to the point it was unable to be aspirated. Meanwhile the pain increased! My second surgeon sent me to a neurologist, a pain management doctor, and referred me to have a third opinion with a surgeon at (B)(6) as well as having another MRI. It was the consensus I had neuropathy from the surgeries, probably due to adhesion of the nerves by the mesh and scar tissue. My pain is burning, sharp, throbbing, shooting and feels as if the area is always swollen and numb at the same time. This area extends from mid abdomen to the center of my navel, down to my rt testicle and groin, slightly into my rt thigh up to my hip and into the abdomen. The area just outside the pain zone is slightly numb. The pain I believe has also caused my erectile dysfunction, as the time frame coincided with the hernia issue. I have tried many oral medications, I have had multiple nerve blocks with very limited relief and recently had cryoablation to the nerves near the repair, this also seems to have no relief. I also see a cognitive behavioral therapist every week for pain management. I recently saw an article about complications from hernia surgeries using mesh. I would've never put the two together. I realized I have many of the issues and symptoms mentioned that are associated with hernia mesh complications, abdominal pain, adhesion, change in bowel habits, groin pain, testicle pain, fistula, seroma joint aches and pain abnormal sweating, and erectile dysfunction, anxiety and depression.